Manufacturer narrative:
Block h6 (device codes): medical device problem code a27 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyglass ds digital controller was analyzed by enercon technologies, and a visual evaluation noted that the top cover had a finish damaged. The front panel was cracked. A functional evaluation noted fluid ingress. Rebuild required. Catheter interface contacts contaminated with unknown material. The light engine was disassembled. The catheter interface contacts, main housing, front panel, keypad, 32 conductor flex cable, top cover, cover gasket, rear bumper and all necessary hardware to support the rebuild were replaced. The connector socket assembly were cleaned. Light engine calibration was performed and a test was ran. An electrical safety test was performed and the unit passed all tests. The reported complaint was confirmed. A risk review confirms this is not a new or unanticipated event and the analysis by enercon technologies confirmed fluid ingress. The number of procedures/recycles of the unit are unknown. Improper handling of the device, cleaning the single used device (sud) port between use, or wear/tear of internal components over time likely contributed to the event. Based on all gathered information, the most probable root cause of this event is cause traced to maintenance. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that no similar complaint exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a spyglass ds controller was used during a cholangioscopy procedure performed in the common bile duct (cbd) on (B)(6) 2021. During preparation, the spyscope was properly attached to the controller, but an image was not displayed and it was reported that the blue lightning did not work. A spyscope demo device was used and the same problem occurred. The first spyscope ds ii was tested with another controller and worked as intended. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyglass ds controller was used during a cholangioscopy procedure performed in the common bile duct (cbd) on (B)(6) 2021. During preparation, the spyscope was properly attached to the controller, but an image was not displayed and it was reported that the blue lightning did not work. A spyscope demo device was used and the same problem occurred. The first spyscope ds ii was tested with another controller and worked as intended. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.